Event description:
It was reported that the device was returned to the manufacturer for repair. During inpsection conducted at the manufacturer a broken bur was found to be stuck inside the attachment. It was also reported that there was no delay and no adverse consequences as a result of this event.

Event description:
It was reported that the device was returned to the manufacturer for repair. During inspection conducted at the manufacturer a broken bur was found to be stuck inside the attachment. It was also reported that there was no delay and no adverse consequences as a result of this event.

Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Product return requested.

Manufacturer narrative:
The quality investigation is complete.